Manufacturer narrative:
Additional information: h6. H11. H11: a review of the event history log was performed. The date of event was not provided however the log showed no excessive alarms or programming errors. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The pump underwent fluid delivery testing and the device performed according to product specifications. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump under infused. After an infusion of morphine where the order was 75mcg/kg/hour times 4.1kg for a programed rate of 0.31ml/hour. The volume to be infused was 34.28; however, the actual volume remaining was 36ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.